Event description:
It was reported to tyco health care/kendall in 2008, that a customer had a problem with a dialysis catheter. The customer reported that they had to exchange a palindrome dialysis catheter because of a cracked adapter. Per discussion with the dialysis nurse, she said that she took a cap off of the adapter and the adapter "crumbled" into several pieces. The pt was sent to the hospital for an exchange.

Manufacturer narrative:
An investigation is currently under way. Upon completion, the results will be forwarded.